Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation of the pulse generator, the right atrial lead exhibited loss of capture. The ra leas was explanted and replaced. The patient was discharged with no reports of adverse consequences.